Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty deploying the plunger include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a thrombectomy interventional procedure using an 8f sheath. Reportedly, the first prostyle device was held at a 45-degree angle, when a (a cuff miss [suture retrieval issue] occurred. A new prostyle device was used but strong resistance was noted when depressing the plunger. The plunger was attempted to be depressed several times but was unsuccessful. A new third prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.